Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. During initial testing, the service technician found alarm sounder assembly had a low alarm sound and failed the alarm sound test. The service technician scrapped the alarm sounder assembly.

Event description:
The customer reported model lap top ventilator 1200 alarm sound was too small. At this time, it is unknown if the there was any patient involvement associated with the reported issue.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.